Event description:
It was reported that both implantable neurostimulator (ins) were removed this week and replaced with 2 rc devices. Rep indicated that they kept both devices to get the settings from the devices because both devices were unable to be communicated with. Patient reported that the batteries stopped working about a year ago. Patient was part of the depression trial. No issues or concerns related to the devices. Rep will be returning to manufacturer for disposal. Additional information received from manufacturing representative. Both devices had reached eos and were unable to be interrogated on the day of surgery. The patient stated both devices have been at eos for over a year. The devices were explanted on (B)(6) 2026. We have been able to receive the settings from her prior physician in (B)(6).

Manufacturer narrative:
H3: product analysis product ID #: 37612 the returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. Analysis identified that the implantable neurostimulator (ins) was functioning within specifications but has reduced capacity due to overdischarge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.